Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. No motor error alarms noted. However, the drive support disk was found and slightly loose. The device had cracked case at battery tube threads, minor scratched lcd window, and missing end cap sticker.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose was 8.9 mmol/l. During troubleshooting, it was found that the insulin pump was not exposed to a magnetic resonance imaging machine. The customer does not use the sensor feature on the insulin pump. The customer was able to rewind the insulin pump. Nothing further was reported.